Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported b30 scope communication error issue could not be determined, however, the issue was likely the result of physical stress applied to the insertion section during user handling/mishandling, leading to damage of the charged-coupled device unit. The event can be detected/prevented by following the instructions for use which state: -inspection of the endoscopic image ¿-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing, the reported issue was confirmed; the device relayed a b30 error code. Functional testing also showed the electrical connector was causing interference with the charge coupled device. Examination showed the bending section cover had peeling adhesive and the insertion tube was kinked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope displayed a scope communication error to the monitor (error code b30). The customer reported the issue occurred during preparation before procedure. No adverse effects to patient reported.